Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Not returned to manufacturer.

Event description:
It was reported that the autopulse platform (B)(4) was giving low run time. When placed a fully charged battery into the platform, the platform run approximately 10-20 minutes then the platform displayed "stopping" message on the screen. Multiple attempts were made to contact the reporter to obtain additional information; however, were unsuccessful. No other information was provided.

Manufacturer narrative:
The customer's reported complaint was confirmed during archive review and during run_in testing. The platform stopped and generated user advisory (ua) 17 (max motor on time exceeded during active operation) due to a faulty drive train motor. To remedy the ua17 fault, the drive train motor will be replaced when the quote is approved. A review of the platform archive was performed, and user advisory (ua) 17 occurred during the event date; thus confirming the reported complaint. A visual inspection of the returned autopulse platform was performed and found the top cover wire strands were cut off and the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The autopulse platform is a reusable device and was manufactured on 10/04/2007. Therefore, these types of physical damages found during visual inspection are characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. Historical complaints were reviewed and one previous related complaint ((B)(4)) was reported on 11/07/2012 for this autopulse platform (s/n: (B)(4)). The same error message ua17 was observed during evaluation and it was due to a faulty drive train motor.

Event description:
Additional information stated that the platform was used on the patient in the emergency room (ER) . Another fully charged battery was replaced, the platform run approximately 15-20 minutes then it stopped working again. No patient consequences were reported.